Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found in safety mode. Inappropriate shocks were also reported though no further details were provided. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found in safety mode. Inappropriate shocks were also reported though no further details were provided. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the describe the event or problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found in safety mode. Inappropriate shocks were also reported though no further details were provided. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported. The explanted device was retained by the facility and is not expected for return.